Event description:
A report was received from the cordis medical affairs office indicating that the patient's spouse had called to report the following: the patient had three cypher sirolimus-eluting coronary stent implanted in the left anterior descending, posterior descending and the right coronary artery for a 95% blockage in 2006. Post procedure, medications included plavix 75 mg o.d. And asa 81 mg o.d. Approximately five months post index procedure, the patient noticed he was losing weight and was fatigued, requiring naps throughout the day. He had a catheterization in 2007, that revealed what doctors referred as "stent pockets" which they explained as "little pockets" between the stent and artery wall filling up with blood and flowing through and out. They noticed this between all three stents and the respective artery wall. The physician stated that they were not going to intervene and that additional medical options would be requested.

Manufacturer narrative:
Post procedure, medications also included lisinopril 5 mg daily, atenolol and simvastatin 40 mg, daily. Additional information received indicates that in 2006,the patient "passed out" and was admitted to the hospital. The physician discontinued atenolol and he was discharged from the hospital two days later. He experienced rectal bleeding and abdominal pain, which began in 2007. A gastroenterologist was seen three months later, and the patient was diagnosed with "kinked intestines" which was treated with nexium 40 mg o.d. Events of "weight lost., fatigue, and inability to walk up the driveway" were reported beginning in 2007. This is one of the three products being reported for the same event, please reference manufacturing reports #: 3003742446-2007-00352, 3003742446-2007-00353, 3003742446-2007-00354. Any additional information will be submitted within 30 days of receipt.